Event description:
Facility reported an internal blood leak (12th use). Estimated blood loss 150cc. No medical intervention. Incoming pressure on the renatron is set at 13 psi facility does not do a pre-rinse. The sample is available for examintion. Medwatch filed on the blood loss.